Manufacturer narrative:
(B)(4). Additional information received that the tissue pad did not detach. File does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure the "protected rubber tip" fell off in the patient during an unknown procedure. It is unknown if it was retrieved. There was no patient consequence reported at this time.